Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent robotic laparoscopic ventral incisional hernia repair with placement of atrium coated mesh on (B)(6) 2014 due to incisional hernia. It was reported that patient underwent repair of incarcerated spigelian hernia on (B)(6) 2014 due to incarcerated spigelian hernia. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele, anterior repair and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.